Manufacturer narrative:
Device investigation narrative - complaint of overheating and clicking noises was confirmed. Cause of overheating and clicking noises is a corroded motor/gearbox. The motor/gearbox was removed from the housing. The gearbox was removed from motor and motor tested good. The gearbox was found to be jammed and corroded internally. A review of the manufacturing records shows that this unit was released to distribution on or about october 08, 2010. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the motor drive unit, hand control, pwrmx stopped, overheated, and made clicking noises. This occurred during the procedure. A backup device was available to complete the procedure. There were no delays or patient injuries reported.